Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/24/2020. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used q-syte unit from material number 385102. In addition, one photograph was submitted which displayed a q-syte unit within a biological hazard plastic bag. A visual/microscopic evaluation was performed on the q-syte unit. There was no physical/mechanical damage observed on any of the external areas of the q-syte unit. The sample was leak tested in the unactuated and actuated positions. Leakage was not confirmed in the un-actuate or actuated positions during testing. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that leakage occurred after use with 2 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, translated from chinese to english: leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred after use with 2 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage.